Event description:
(B)(6): it was reported that dr (B)(6) had a pt with an "extraordinary amount of bleeding" when the tourniquet was removed.

Manufacturer narrative:
This MDR is being filed following a retrospective review of complaints. (B)(6): it is reported that dr (B)(6) had a pt with an "extraordinary amount of bleeding" when the tourniquet was removed; ie, the coag was not working. Attempts to f/u the physicians were inconclusive. The generator was returned to the MFR for eval. The reason for return could not be substantiated. The generator reliably delivered both modes of rf energy during testing.